Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -12.0/2.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged with a shorter length lens due to significant reduction of irido-corneal angels and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).